Event description:
The customer reports while performing a wisdom tooth extraction on tooth #16 with the multiplier handpiece, the dentist noticed the handpiece was hot after a few seconds. The dentist then removed the handpiece from the patient's mouth, when he noticed a burn on the outside lower corner of the mouth on the patient's left side of face. The dentist treated the burn by putting ice on the area and followed up with vaseline. The patient was provided with instructions for home care treatment by the dentist. The dentist also gave the patient a prescription for valtrex to prevent cold sores.